Event description:
It was reported that the pump touchscreen display was dark blue and difficult to see. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.